Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that during use on a patient, the customer attempted to use the internal trigger with minimal augmentation on the cardiosave intra-aortic balloon pump (iabp). The iabp continued to inflate the intra-aortic balloon (iab) fully or almost fully as verified by the iab status indicator and the arterial waveform. The customer chose to put the pump on standby during the case instead. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the cardiosave was never brought to their biomed for the stated problem. The customer's biomed reported that the iabp has been working fine and that it has being used since june 10th.

Event description:
It was reported that during use on a patient, the customer attempted to use the internal trigger with minimal augmentation on the cardiosave intra-aortic balloon pump (iabp). The iabp continued to inflate the intra-aortic balloon (iab) fully or almost fully as verified by the iab status indicator and the arterial waveform. The customer chose to put the pump on standby during the case instead. No patient harm, serious injury or adverse event was reported.